Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. Additional information received. The previous ipp was replaced due to cylinder outer layer aneurism. The patient had a good outcome.